Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgery on (B)(6) 2024, the surgeon complained that the matrix neuro self-drilling screws were very fragile. There were four screws with deformities. One screw head broke into half, one screw head detached from the body of the screw while inserting into the patient's skull, and two screws were unable to screw in as the screw head was not retained with the screwdriver shaft. The surgery was completed successfully with no delay. Two broken screws (1 screw body part & 1 screw head) stayed in patient's cranial and were unable to be removed. There was no allegation against the screwdriver as it was still able to insert the other twelve screws. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that matneu scr ø1.5 self-drill l4 tan 1u I/c has the tip broken, the broken surface was examined and there was no evidence of a material issue. Fragment was not received for evaluation. Additionally, the screw head has evidence of deformation on the recess. A dimensional inspection for the matneu scr ø1.5 self-drill l4 tan 1u I/c was not performed due to post manufacturing damage. A functional test was not performed due to the post-manufacturing damage. However, the observed damages can contribute to the functionality event, therefore the allegation can be confirmed. The confirmed broken screws may have been caused by exposure to unintended forces during the surgery, potentially indicating improper handling or excessive force applied during the screw insertion process. Further investigation into the surgical technique and environmental factors during the procedure is recommended to rule out external influences. The overall complaint was confirmed as the observed condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.